Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Enduser called in and advised clips that hold seat and lid to frame are broken.